Event description:
An external power outage occurred during a routine hemodialysis treatment. Rinseback was not performed due to the amount of time elapsed, resulting in an estimated blood loss of 190cc. The pt's hgb decreased from 10.3 g/dl prior to the event to 9.5 g/dl post event. The pt instructed to administer one additional dose of venofer and aranesp. No other medical intervention reported.

Manufacturer narrative:
There is no evidence of a device malfunction. In the event of an external power outage, the user's guide includes instructions for performing manual rinse back when trained and instructed by the facility, to return the pt's blood with no impact to pt safety. The blood loss is attributed to possible clotting due to the amount of time the blood pump was stopped. Nxstage medical considers this report closed. No additional information will be provided.